Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited multiple auto mode switch episodes which triggered noise reversion episodes. The lead also exhibited an impedance anomaly. The physician noted all other electrical values were within range. The physician elected to continue to monitor the patient; the patient was asymptomatic.